Event description:
It was reported that the patient was unable to adjust stimulation, couldn¿t get the pp to work, and the display on the patient programmer (pp) was showing the ¿call your doctor¿ icon and power on reset (por). It was noted this was a warning por. They were also seeing a screen on the recharger telling them to charge the ins; it was noted they had charged the ins to full because all of the boxes on the bottom were black. All coupling boxes were full and the flashing battery on the active charging screen was showing the first quarter was currently charging. Basic functionality of recharging was reviewed, and the patient reported confusing coupling bars with the implantable neurostimulator (ins) charge level. It was noted the patient had charged the ins to full. The patient was going to call the healthcare provider¿s office to have the por cleared and were going to continue to charge the ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID neu_recharger_acc, serial# unknown; product type recharger. (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
The patient's health care provider (hcp) reported two months later that they were unaware of this event. The spinal cord stimulation was working on (B)(6) 2015.